Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of their homechoice machine during drain 1/5 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp awoke to find their transfer set disconnected from the pt line of the homechoice set. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete therapy. Per rn, no pt injury or medical intervention was associated with this incident.